Event description:
A conmed pencil was used with a valley lab electro surgical unit during a routine c-section. Reportedly a pt was burned when the cautery pencil/electro surgical unit energized on its own.